Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the power switch is causing no alarms. No further information provided.